Event description:
It was reported that while the physician was pulling the carrier with the extensions from the pocket to the head, both the carrier and the extensions broke. The physician believed the carrier was thicker than the tunneller. No patient injury occurred. Additional information has been requested but was no available as of the date of this report. Refer to manufacturer report # 6000153-2011-05120.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.